Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the spectra ipg with a charger, and it was charged to 3.968 volt in one cycle. The battery depletion rate was within the expected range, 2.79 mv. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing charging difficulty since the charging device was unable to locate and connect to the ipg. An x-ray was taken and it was believed that the ipg might be flipped. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing charging difficulty since the charging device was unable to locate and connect to the ipg. An x-ray was taken and it was believed that the ipg might be flipped. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.